Event description:
Patient was underwent a thrombectomy, intracoronary infusion of integrillin and balloon angioplasty in the cardiac catheterization lab. Upon guidewire removal it was noted that the wire had fractured and the tip had been retained. Attempts to retrieve the fracture tip with another wire also fractured. Circulation was restored and after consultation with surgery, it was decided to stabilize the patient and bring them back for removal at a later time. Four days post procedure patient discharged against medical advice (signed out ama) and went to another close by hospital. Patient subsequently had the fractured tips removed successfully. Manufacturer response for percutaneous transluminal coronary angioplasty (ptca) guidewire, asahi sion blue 180cm (per site reporter).